Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a patient was presented to the emergency department with altered mental status related to hepatic encephalopathy. Lactulose protocol was started and a dignishield was placed for the purpose of administering lactulose. After the third dose of lactulose (approximately 1000 cc each), it was noted that the balloon was over inflated. 900 cc was withdrawn from the balloon that appeared to be lactulose. Rectal prolapse and frank rectal bleeding was noted after balloon removal. A colorectal consult was done with non-surgical reduction of prolapse. The patient was pre-admitted with a massive lower gastrointestinal bleed that required surgery and administration of blood products. The installation of a large volume of medication into the balloon port was a medication administration error by nursing. A review of the event did result in two suggestions to the manufacturer, which could prevent future user error or result in immediate awareness of error prior to damage to the mucosa. One, all ports are luer lock and safety may be improved if the balloon lock is a different type. Two, have a safety signal on a balloon port so user can immediately see that the over-inflation has occurred.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal containment product is unknown. Therefore, bard is unable to determine the specific associated labeling to evaluate, so all dignishield and dignicare ifus were reviewed and found adequate. (B)(4). The device was not returned.

Event description:
It was reported that a patient was presented to the emergency department with altered mental status related to hepatic encephalopathy. Lactulose protocol was started and a dignishield was placed for the purpose of administering lactulose. After the third dose of lactulose (approximately 1000 cc each), it was noted that the balloon was over inflated. 900 cc was withdrawn from the balloon that appeared to be lactulose. Rectal prolapse and frank rectal bleeding was noted after balloon removal. A colorectal consult was done with non-surgical reduction of prolapse. The patient was pre-admitted with a massive lower gastrointestinal bleed that required surgery and administration of blood products. The installation of a large volume of medication into the balloon port was a medication administration error by nursing. A review of the event did result in two suggestions to the manufacturer, which could prevent future user error or result in immediate awareness of error prior to damage to the mucosa. One, all ports are luer lock and safety may be improved if the balloon lock is a different type. Two, have a safety signal on a balloon port so user can immediately see that the over-inflation has occurred.